Event description:
The surgeon attempted to implant a silicone lens model aq2017v. The lens was damaged during advancement in the injector. No patient contact. It is unknown if the device malfunctioned.